Event description:
During the course of total knee arthroplasty, it was reported that two ortholock ex-pin 3x110s broke during insertion into the femur. The broken pin fragments remain in the patient's femur. This was the initial use of the pin. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
During the course of total knee arthroplasty, it was reported that two ortholock ex-pin 3x110s broke during insertion into the femur. The broken pin fragments remain in the patient's femur. This was the initial use of the pin. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
It was clarified that this event occurred on (B)(6) 2014 and was reported on (B)(6) 2014.

Event description:
During the course of total knee arthroplasty, it was reported that two ortholock ex-pin 3x110s broke during insertion into the femur. The broken pin fragments remain in the patient's femur. This was the initial use of the pin. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
The reported event that the pin broke was duplicated and confirmed by the complaint engineer. During the visual inspection, striations on the proximal end of the pin were found.